Manufacturer narrative:
Additional information from medical records stated, ¿the patient was deemed to be high risk on preliminary workup given the proximity of left main origin to the prosthetic valve (pre-existing) and also right main origin to the prosthetic valve.¿ both the rca and left main arteries were wired with unemployed stents for coronary protection.¿  regarding the left main coronary, ¿it appeared, given the nature of the stent catheter that with pulling back the stent, it would most likely be stripped off. So, this stent was pulled back to the origin of the left main and deployed there under adequate inflation pressures and follow-up nonselective angiogram identified that there was good flow down the left coronary system.¿ the device was not returned for evaluation; however, there was no allegation or indication of an edwards device malfunction.   Review of imagery provided by the article shows left close proximity to the pre-existing surgical valve post.  Per the instructions for use (IFU), coronary flow obstruction is a potential adverse event associated with the tavr procedure. The IFU cautions that the safety and effectiveness have not been established for patients with bulky calcified aortic valve leaflets in close proximity to coronary ostia. The edwards thv training manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The physician is instructed to evaluate this risk early in the patient screening process in all patients the following factors should be considered: degree of calcification on leaflets, annulus to coronary ostia distance, length of the valve leaflet, width of the valsalva sinuses, movement of the leaflets during bav, patency of coronaries during bav, and expanded height of the intended thv.   In this case, the event appears to be related to patient factors (minimal distance between the pre-existing surgical valve and the coronary ostiums) and procedural factors (device manipulation).  The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Investigation is underway.

Event description:
As reported by a field clinical specialist, a 26mm sapien 3 valve was implanted in a pre-existing 25mm edwards surgical aortic valve due to severe symptomatic aortic stenosis via transfemoral approach.  Both lm and rca were protected due to high risk for coronary occlusion. A stent was deployed in lm with good result. An attempted to retrieve the coronary stent from rca was performed. The doctor inadvertently pulled back guide catheter when coronary stent was still in aorta. When he pulled the stent back it dislodged off of the balloon. The stent migrated to right internal iliac artery. Multiple attempts to snare and retrieve coronary stent unsuccessful. Coronary stent remained lodged in internal iliac artery at end of procedure. The patient was stable and left cath lab in stable hemodynamic condition.